Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, arteriotomy locator, guidewire, and packaging. The device was visually inspected and found to have been in unused condition. Functional testing was performed by inserting the carrier tube into the hemostasis sheath. The device assembly was able to be connected securely. No damage or deformation was found on the returned device. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that after the angio-seal device involved outer sheath portion of the device did not seem to be re-informed and seemed excessively flexible at the hub. When the operator tried to insert the seal portion, the sheath kinked and snapped due to its weakness. The device was fully removed. The patient was not harm.

Manufacturer narrative:
Patient identifier: requested, unknown. Age & date of birth: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: requested, unknown. Occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
Additional information was received on 13 jan 2023: the procedure was a popliteal artery stenting with using an 8 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The angio-seal snapped into two pieces while inserting the device into the patient and all parts were retrieved. The estimated blood loss was less than 250cc. The patient was in stable condition. The size of the hematoma was not available. There were no concomitant medical products used with the involved angio-seal device.

Manufacturer narrative:
The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause is the application of off-axis forces while removing the hemostasis sheath from the packaging. The device history record (DHR) review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).